Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was found within specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation. The device passed air detection testing and the upstream sensor was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. There was no patient involvement. No additional information is available.